Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate auto-mode switch (ams) due to noise, low, out of range pacing impedance, and out of range capture threshold were observed. Lead revision was discussed. No patient symptoms were reported.

Event description:
New information received on (B)(4) 2019 notes that when patient presented for device upgrade, oversensing on the atrial lead was observed. The device was upgraded and the lead was capped and replaced on (B)(6) 2019 with no problems. Patient condition was stable through out the procedure.